Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was adhered/clogged at the air/water nozzle and in the glue at distal sheath end. There was no damage to the area where the foreign material was detected. Additionally, the reprocessing was conducted in accordance with instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material at the nozzle and the distal sheath end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.